Manufacturer narrative:
The reported events were loss of capture, lead dislodgement and damaged helix. As received, a complete lead was returned in two pieces. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented for device upgrade. During the procedure it was noted that the right atrial lead had dislodged. The physician attempted to reposition the lead. However, no capture could be obtained. It was suspected that lack of capture was caused by helix damage from the dislodgement. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.